Event description:
A customer reported experiencing a cartridge alarm 20 issue during pumping. It was confirmed that the customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. To resolve the problem, cts arranged for a replacement pump to be sent to the customer and provided instructions for returning the faulty pump. The customer agreed to use mdi and a backup pump as alternative insulin delivery methods during the transition.